Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device, and the reported condition could not be confirmed. The unit met all specifications, and no failures were observed during the assessment. (B)(4).

Event description:
It was reported that the hand piece device "is making noise" during pre-testing. The reporter was unable to determine the date of this event, but was able to confirm that the event did occur in 2013. The reporter stated the scheduled surgical procedure was completed without delay, as an identical spare device was available. There was no patient harm or adverse outcome alleged. An additional health care contact was not provided. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. If any additional information should become available, a supplemental medwatch report will be submitted accordingly.